Event description:
It was reported that during a repair for an unrelated complaint, the ventilator generated a technical error code indicating a control communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the main back-plane, the pneumatic back-plain and the oxygen gas module were replaced. No log files or goods have been received for investigation, since the customer kept the replaced parts. According to received information there was two types of technical errors indicating communication issues. One of the communication errors will not affect ongoing ventilation. The other one could in worst case lead to a stop in ventilation. Alarms will be activated if the failure occurs during ventilation and will be found during pre-use check if present. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing. The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported technical errors. In addition, according to the latest performed pre-use check in the provided logs, it shows that there is a deviation in the delivered flow from the gas module. The provided logs show two technical errors related to communication error. One of the communication errors will not affect ongoing ventilation. The other one could in worst case lead to a stop in ventilation. Alarms will be activated if the failure occurs during ventilation and will be found during pre-use check if present. The replaced gas module has not been returned for further investigation. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue can be confirmed in the provided logs and it was due to a faulty o2 gas module. However, due to the fact that the replaced gas module has not been returned for investigation, no further investigation could be performed.

Event description:
Manufacturer's ref #: (B)(4).